Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was experiencing unspecified pump issues. Data review by tandem technical support showed the pump was functioning as intended, however, customer maintained the pump was not functioning properly. Reportedly, customer was using humalog insulin for longer than 48 hours. Customer's blood glucose level was 75 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.